Manufacturer narrative:
.

Event description:
Reporter reported a transfer set separated from the titanium adapter during use. The actual sample is available for evaluation. There was no pt injury or medical intervention.